Event description:
It was reported by the customer that during routine inspection, cardiosave intra-aortic balloon pump (iabp) might need maintenance. There was no patient involvement reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) observed that the compressor was faulty, the equipment was out of warranty, the customer temporarily decided not to repair it, and reminded the customer that the faulty equipment could not be used in clinical practice.